Event description:
It was reported the end user developed an open, reddened and darkened area on her skin under the skin barrier. The affected area measures approximately 22 millimeters and has persisted for over one year. The end user further reported the affected area is painful and bleeds (small amount) at times. Initially, the end user attempted to apply dressing to the open area. No improvement was noted. The end user then sought treatment from an ostomy nurse and was advised to use an albuterol inhaler on the area. Again, the patient noted no improvement after applying albuterol onto the affected area. The end user ultimately presented to her physician and was issued a prescription for silver nitrate. Although the silver nitrate was applied to the area, the end user has not noted any improvement. The end user will follow up with her surgeon. No further information was provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.